Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. The insulin flow blocked alarm functioning properly noted. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, broken battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the customer experienced diabetic ketoacidosis, with a blood glucose level of 672 mg/dl and was hospitalized on (B)(6) 2019. The customer had symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain, slurred speech, and difficulty breathing. The customer was not using the auto mode feature. The customer was treated in the emergency room troubleshooting was not performed. The customer declined to check for leaks or air bubbles. The customer declined to check for site or insulin issues. The customer declined to check the device settings. The insulin pump did not pass the high-pressure test. Customer was advised to the pump will need to be replaced. The customer was advised to revert to the backup plan until the replacement pump arrives. The product is expected to be returned for analysis.